Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular and cerebrovascular events on or about (B)(6), 2012 and subsequently expired on (B)(6), 2014 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular/cerebrovascular) of two events reported for the same patient involving two separate products; associated mdrs #1225714-2014-02984, 1225714-2014-02985, 1225714-2014-029846, and 1225714-2014-02987.